Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review is not required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u and no IFU/training deficiencies were identified. The complaint for valve requires intervention for unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 8 months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by edwards implant patient registry approximately 8 months post implant of a 23mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.